Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm sjm regent heart valve w/ flex cuff was chosen for a procedure. During procedure while suturing the valve, a sewing ring tear was noted. The valve removed and replaced intra-procedurally, while the patient was still on bypass. There was a delay in overall procedure time. The patient was reported discharged.

Manufacturer narrative:
It was reported that during procedure that the suture cuff of the valve was torn and was therefore not implanted. A returned device assessment could not be performed as the device was not returned for analysis. An image was received appeared to show the cut on the suture cuff. Based on the information received, the cause of the reported incident appears to be related to damage during use. However, the exact cause could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.